Manufacturer narrative:
The insulin pump was received with missing drive cap sticker, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage on electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump drive support cap is missing; she does not have a back up plan and refused to disconnect it. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.